Manufacturer narrative:
Result: spring spacer, spindle.

Event description:
It was reported by service report that the side rail would not lock in the upright position and the top rails were cracked with sharp edges. It is unk if there was pt involvement; however, adverse consequences were reported.